Event description:
It was reported that the right ventricular (rv) lead was explanted prophylactically and replaced. During the revision it was noticed that the lead had severe abrasion tracks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was explanted prophylactically and replaced. During the revision it was noticed that the lead had severe abrasion tracks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ead was returned and aalyzed. Primary analysis revealed that the interior svc (superior vena cava) cable was extrinsically pulled/stretched. Additionally, it was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the interior rv (right ventricular) defibrillation cable was pulled/stretched, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.